Event description:
Customer states the use by date on the aviva test strip vial label is 12/31/2007; manufacturer's batch record confirmed the actual use by date to be 12/31/2006. No adverse event reported. Requested return of product, replacement sent.